Event description:
It was additionally reported on (B)(6) 2021 that the patient's mobile power unit (mpu) had been exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the event log displayed transient low voltage alarms on (B)(6) 2021 while the patient was tethered to their mobile power unit (mpu). There was no interruption to pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a log file was submitted following the reported event of no external power alarms; the reported event is addressed via the mobile power unit (mpu) investigation under MFR. Report # (B)(4). The submitted log file contained approximately 9 days of data ((B)(6) 2021 per the timestamp). No external power, power cable disconnect and low voltage hazard alarms were captured due to a loss of ac power while connected to the mpu; the alarms resolved each time when ac power was restored to the mpu. Aside from the no external power alarms, the log file did not indicate any other issues with the mpu. The pump maintained a speed above the low speed limit throughout the log file. The mpu (serial number: (B)(6)) was not returned for evaluation. Aside from the no external power alarms, there were no other reported issues with the mpu. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 11aug2017. Heartmate ii patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU), rev. C, section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.